Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the proximal set up joint (psuj) and a patient side cart (psc) pot dual counterworld to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that a review of system logs identified error 23072, indicating an excessive mismatch between the primary and secondary z-axis potentiometer readings. A harness on setup joint arm 3 was subsequently replaced. Later, during system setup with no patient in the operating room, the site reported error 23072 initially on arm 4 and then on arm 3 after a power cycle. Tse reviewed the logs and found no errors associated with arm 4, but confirmed that error 23072 remained present on arm 3. Tse informed the site that the issue was related to the vertical axis of the column and that the system could continue to be used while the issue awaited further evaluation. Subsequently, during a procedure, the site reported recurring faults on arm 3 requiring repeated recoveries from error 23072. Tse reviewed the logs and confirmed multiple occurrences of error 23072 along with recoverable fault recovery events associated with setup joint arm 3 vertical axis readings.